Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The guidewire portion of the catheter was observed to be kinked 2.1cm from the bifurcate. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. Both the inflation and guidewire luers were observed to be oval in shape. The luers were examined under magnification (20x) and no breaks or cracks on the material were noted. It is unknown how the oval shape occurred. Functional/performance evaluation:the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. The investigation is confirmed for material deformation, as the both the inflation and guidewire luers were found to be oval in shape. The investigation is unconfirmed for a crack, as no cracks were found on the returned device. It is unknown how or when the inflation luers became deformed. Based on the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: precautions:carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Remove catheter from package. Verify the balloon size is suitable for the procedure and the selected accessories accommodate the catheter as labeled. Connect a stopcock to the balloon inflation female luer hub on the dilatation catheter. Connect the syringe to the stopcock.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during preparation for an angioplasty procedure, the package of a pta balloon was opened and a crack was identified on the hub of the pta balloon. The health care provider reported that the device was not used, and another pta balloon was used to perform the procedure. There was no reported patient involvement.